Event description:
Boston scientific crm received information that this pacemaker's battery status gauge was at 1/4 full after 27 months of service. A boston scientific technical services (ts) consultant performed a longevity calculation based on programmed parameters and found that the device's expected longevity was 6.8 years. As a result, the consultant recommended performing a data download the next time this patient would be in the office. No adverse patient effects were reported. Later, the download was performed and analyzed by boston scientific's crm engineering department. It was determined that the initial longevity calculation was incorrect as not all of the parameters were included. The revised calculation predicted 5.5 years of expected device longevity. The device remained implanted at that time. Three years later, the device was explanted and returned for testing.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection was unremarkable for any device anomalies. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.